Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: the pump keeps going into suspend mode by itself. This has been happening for the last three days. The patient complains of high and low blood glucose (bg) excursions with symptoms. Bg ranging in the 300's mg/dl with extreme thirst; bg dropped to 29 mg/dl after corrections with feeling very weak. For high bg, pt reports he bolused twice from the pump but cannot remember the units and unable to determine from the history. Bg then dropped, and patient ate 8 glucose tabs. Still feeling weak, he went to ER. Ate a turkey sandwich and received IV fluids with glucose while at the hospital. Patient reports immediately feeling better after this and bg went back up, ranging 100-200 mg/dl. Patient was in the hospital for 90 minutes and continued pump therapy after discharge, but contacted diabetes educator who advised patient to go to an alternate delivery method as pump is malfunctioning and to cal animas. Current bg 248 mg/dl no symptoms, patient had just eaten and bolused. Patient state no damage to the pump¿s casing. No moisture. Customer support (cs) found no related alarms to cause suspension at that time and advised pt to revert to an alternate method for insulin delivery , until he receives replacement pump. The hyperglycemia bg excursion does not meet the criteria for an adverse event, and the hypoglycemic bg excursion can be attributed to the patient over correcting for the high. This complaint is being reported because the pump is alleged to be self- suspending, without user intervention.